Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported trying to fill the reservoir, but it only goes up to hold act to fill tubing. The customer reported unable to exit the "preparing to prime" loop. The drive support disk is normal, recessed. The customer did not troubleshoot the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised forced sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform compromised forced sensor system test, excessive no delivery test and occlusion test or test due to compromised forced sensor system alarm. Insulin pump received with lose drive support disk.